Event description:
The customer reported that there was no image on the sys. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep repaired the power supply and relay. The system operates as intended.